Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for non-malignant pain and peripheral neuropathy. It was reported that three days ago the patient noticed a terrible tremor from the knee downwards and they were wondering if that was caused by the ins. The tremor was worse when they were laying down on the bed with their knees bent but they later confirmed that they felt the tremor with several positions they were in. The patient synced with their ins and program 2 (which was for neuropathy in their foot) was at 6.25 v. The patient lowered the stimulation from 6.25 to 4.35 and noted that the tremor pretty much stopped. The patient planned to leave it at 4.35 volts. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient. It was reported that the cause of the tremor was due to the electricity being too high. The patient turned the stimulator down. No further complications reported.